Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a broche guidepin tip (B)(4) broke during a right reverse total shoulder. After multiple attempts to retrieve it, the surgeon elected to proceed with the surgery leaving the tip embedded.